Manufacturer narrative:
(B)(4). Investigation summary examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Johnson and johnson (B)(4) reported that the reamer did not ream well, noted to be very used.  Examination of the returned instrument found the instrument to be dull.  Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the reamer did not ream well, noted to be very used. Update: 19-jun-2018: examination of the returned instrument found the instrument to be dull.